Event description:
On (B)(6)2014, the reporter contacted animas, alleging that the okay button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: there was no visible damage to the keypad cover. The ok keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.